Event description:
Same patient as MFR report #s: 2134265-2010-04199, 2134265-2010-04200, 2134265-2010-04201, 2134265-2010-04202, 2134265-2010-04325, 2134265-2010-04529 it was reported that during a stenting treatment procedure, a stent dislodgement occurred. In (B)(6) 2005, the patient presented with chest pain unrelieved by medical therapy. It was noted that the patient was medically non-compliant. Access was obtained via the right femoral artery. Two 80% stenosed bifurcating lesions were located in the distal left circumflex artery (lcx) to the obtuse marginal branch artery (om). Both vessels were predilated with a kissing balloon technique, first using (2) 2.5x15mm non bsc balloons and then using (2) 2.75x15mm non bsc balloons. A 2.5x16mm taxus express2 drug eluting stent was advanced to the lesion in the om and a 2.75x32mm taxus express2 drug eluting stent was advanced to the lesion in the lcx. As the devices were being advanced, the 2.5x16mm taxus express2 stent dislodged and embolized to the small ramus intermedius artery. The embolized stent was deployed in the ramus intermedius artery with a 2.5x12mm non bsc balloon inflated to 12 atms for 12 seconds and 10 atms for 7 seconds. The 2.75x32mm stent was successfully deployed in the lcx. A second 2.5x16mm taxus express2 drug eluting stent was advanced to the lesion in the om and deployed at 14 atms to treat the lesion. No residual stenosis was noted. No further patient complications occurred. Patient status was listed as stable. Plavix and aspirin were prescribed.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).